Event description:
This report was received from global pharmacovigilance (gpv). This is a solicited report by a nurse from (B)(6) of sterile peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced sterile peritonitis (manifested as became unwell overnight with abdominal pain then developed cloudy pd fluid). Severity of the event was considered moderate. The patient was hospitalized due to the event. Both pd solutions were discontinued. The patient improved with discontinuation of pd solutions. Pd solution was reintroduced but it was not specified which one. It is unknown if peritonitis recurred. On (B)(6) 2010, treatment included ceftazidime (125 mg/l; ip to apd with end date (B)(6) 2010) and vancomycin (30 mg/l; ip to apd with projected end date (B)(6) 2010). Further treatment was not specified. On (B)(6) 2010, the patient recovered. Reporter causality was assessed as related to extraneal but not to physioneal.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number(s) h10g25018 with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint.

Event description:
This is a spontaneous report by a nurse from the USA of patient made with touch contamination and peritonitis in patient coincident with peritoneal dialysis (pd) therapy.during a call with baxter customer services, the reporting nurse stated that in (B)(6) 2010, the patient made a mistake (touch contamination). On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. Treatment information was not provided. Dianeal therapy was ongoing at the time of the event. The patient was recovering from the peritonitis. Per the nurse, the event of peritonitis was not related to dianeal pd4 ambuflex therapy. A causal relationship was not reported for the event of patient made mistake (touch contamination) and dianeal pd4 ambuflex therapy.